Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70 serial/lot #: (B)(4), description: linear st lead, 70cm model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient had developed an infection. Symptoms included fever, chills and pus coming out of the incision. The physician believed that the infection was not device or procedure related and that something may have happened post-operatively and got in the incision site. The patient was prescribed antibiotics and underwent an explant procedure.